Event description:
Spontaneous; patient stated that he got non-disposable pump won' run error message. He checked cassette/tubing and it is aligned properly. Per patient, he doesn't have back up pump to switch to yet. New pump on route for delivery today. Troubleshooting was un-successful. Asked patient to mix new cassette and change the tubing and restart on the same pump to see if issue is resolved. Stayed with patient on the line while he mixed new cassette and changed tubing. The pump worked with no problem using the new cassette. This could be cassette issue. No lot/serial number provided. Product fault reported occur while in use with the patient didn't cause or contribute to patient or clinical injury. Actual device available for investigation. Device replaced. Patient has backup device they were able to switch to. Life sustaining infusion continued successfully. Issue resolved. No other information available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Yes, ongoing? N/a. Reported to (B)(6) by: patient/caregiver.